Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there were problems with the probe. Additional details have been requested. There was no patient involvement.

Manufacturer narrative:
It was initially reported there were problems with the probe. Additional information received via email stated the customer did not report any issue with this device. There was no malfunction reported.

Event description:
It was initially reported there were problems with the probe. Additional information received via email stated the customer did not report any issue with this device. There was no malfunction reported.